Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-feb-06. The hcp stated that the patient turned off their device then tried a different program. The patient was scheduled for a follow up appointment and the hcp would evaluate at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was getting jolts into their flank area next to the implant that occurs several times a day. In addition, the patient occasionally awakened at night with electric shock in their toes that was quite painful. The patient reported these as being often positional. The patient recently changed programs to see if it made a difference but it did not.

Event description:
Additional information was received from the patient. The patient reported that they met with their hcp on (B)(6) 2017. The patient stated that the hcp changed some programs and assessed each. The patient noted that the hcp was having them try each program for 2 weeks and would see them again in (B)(6) to follow up. The patient stated that program 1 was still causing problems and they had to decrease stimulation from 1.0 to 4.0 due to pain and tingling. The patient changed to program 2 and noted that this was working ok but was very low. The patient decreased the power on (B)(6) 2017 and noted that it was on 0.5. The patient stated that program 3 had no problems and program 4 was set at .8 and was decreased on (B)(6) 2017 due to their left three toes getting shocked during the night. The patient noted that the shocking in the toes started out on (B)(6) 2017 at 1.0. The patient reported that the cause was not given and that the hcp was still trying to determine the cause. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient has not yet spoken with their doctor. The patient reported that they have turned the device off after trying multiple positions with no success.